Manufacturer narrative:
Additional information: d6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room due to dizziness and rapid heartbeats. Undersensing of atrial flutter and pacemaker mediated tachycardia were observed. Programming changes were made. The patient¿s condition was stable.